Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder prolapse ("prolapsed bladder"), rectal prolapse ("rectal hernia"), back pain ("back pain"), multiple sclerosis ("sclerosis in left hip"), feeling abnormal ("brainfog"), fatigue ("fatigue/exhaustion"), menopausal symptoms ("menopausal symptoms"), arthralgia ("hip pain"), menorrhagia ("heavy period with huge blood clot"), dyspareunia ("pain during sex"), polycystic ovaries ("pcos"), gastrointestinal disorder ("gastrointestinal problem"), headache ("headache"), nausea ("nauseousness"), vertigo ("vertigo"), abdominal distension ("bloating"), depression ("depression") and dysmenorrhoea ("painful periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, bladder prolapse, rectal prolapse, back pain, multiple sclerosis, feeling abnormal, fatigue, menopausal symptoms, arthralgia, menorrhagia, dyspareunia, polycystic ovaries, gastrointestinal disorder, headache, nausea, vertigo, abdominal distension, weight increased, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, bladder prolapse, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, headache, menopausal symptoms, menorrhagia, multiple sclerosis, nausea, pelvic pain, polycystic ovaries, rectal prolapse, vertigo and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social medical content received: new events back pain, sclerosis in left hip, brainfog, fatigue and menopausal symptoms were added. Previously reported event pain was updated to pain/pelvic pain. On 23-mar-2020: social media received: event hip pain, painful heavy period with huge blood clot, pain during sex, pcos, headaches, nauseousness, vertigo, bloating, weight gain, gastrointestinal problem, depression, date of implant and reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder prolapse ("prolapsed bladder") and rectal prolapse ("rectal hernia"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, bladder prolapse and rectal prolapse outcome was unknown. The reporter considered bladder prolapse, pelvic pain and rectal prolapse to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.